Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 437 mg/dl. The customer stated that she does have syringes to treat. The customer was assisted in performing high pressure test and it passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to contact health care provider regarding high blood glucose and try alternate areas of insertion. The customer was advised to monitor pump. The customer also reported that via phone call the insulin pump alarm no delivery.